Manufacturer narrative:
During inspection and testing, the reported issue (reduced angulation) was confirmed. It was observed the bending angel in up/down directions was out of specification due to wear of the angulation wire. In addition, service found the objective lens was scratched, the adhesive around the light guide lens was worn, the distal end was dirty, the adhesive on the bending section cover was detached, the connecting tube was wrinkled, and the image had shadows due to damaged ccd (charge-coupled device) unit. The forceps could not be inserted smoothly, and the channel cleaning brush could not be inserted smoothly due to damaged instrument channel. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was play in the angulation knob and the bending angle was reduced. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter was attached to the nozzle. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported event (play in the angulation knob and reduced bending angle): the reported issue was observed during routine/ general inspection, prior to an unspecified procedure.